Event description:
A customer reported an issue with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. During the call, technical support provided detailed instructions for a pump reset, assisting the customer through the process. However, the call was interrupted due to a power outage. The customer subsequently resumed troubleshooting with another specialist, ensuring the resolution of the issue.